Event description:
It was reported that the patient was hospitalized due to a bacterial infection from (B)(6) 2018. The patient was treated conservatively with antibiotics which resulted in improvement of wound and decreased pus production. The infection parameters fell further to a c-reactive protein value of 15.6. Antibiotic treatment was continued with a 1 month outpatient cycle. The location of the infection was at the anterolateral thoracotomy wound. The type of infection was noted to be cutibacterium acnes, staphylococcus aureus and staphylococcus epidermidis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.